Event description:
A single chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately nine months post the device system implant.

Manufacturer narrative:
Event summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. There was blood present on the proximal and distal conductors (not obstructed).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
For use by user facility/importer(devices only): the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. (B)(4).